Manufacturer narrative:
(B)(4). The device was not returned for evaluation as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina and stenosis are listed in the xience prime small vessel (sv) everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, a 2.25x12mm xience prime stent was implanted in the distal left anterior descending coronary artery (lad) and a 2.25 x 12 mm xience prime stent was implanted in the distal right coronary artery. In (B)(6) 2015, the patient started experiencing chest tightness. On (B)(6) 2015 the patient was hospitalized and treated with medication. On (B)(6) 2015 coronary angiography indicated 80% stenosis in the proximal lad. Revascularization was performed with additional stenting at the proximal lad, proximal to and within 5mm of the lesion that was stented with the 2.25x12mm xience prime. The event resolved and the patient was discharged home on (B)(6) 2015. No additional information was provided.